Event description:
It was reported that a pump declared an altitude alarm. There was no adverse impact to the customer¿s blood glucose level. The customer received guidance from technical support to clean the speaker holes and reconnect the pump's cartridge, which allowed insulin delivery to resume after a short wait. No further alarms occurred, and the pump returned to normal operation. Tips to prevent future altitude alarms were provided and acknowledged by the customer.